Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a blood glucose (bg) level of 500 mg/dl. Additionally, it was reported that multiple cartridges leaked from an unspecified location. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.